Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the rv lead. The lead was capped and a new lead was implanted. No further information available.